Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 507mg/dl and 539mg/dl which was treated with syringe and insulin pump. Customer had symptoms like dry mouth. Customer¿s current blood glucose of 539mg/dl. Customer stated that insulin pump alarmed for insulin flow blocked. Customer performed displacement test and no reservoir was detected. Customer further stated that they had blood glucose in the range of 300mg/dl and 254mg/dl. Customer reports alarm did not occur during fill tubing and customer reports event was resolved by changing complete set. Insulin pump will not be return for analysis.